Manufacturer narrative:
(B)(6). The reported device was returned. The returned customer sample confirms severed tubing. The (B)(4) 50210 has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that before using the 23 g x .75 in. Bd vacutainer® push button set with 12 in. Tubing and holder the customer noted the tubing on the butterflies is compressed and split in some places. No injury or medical intervention reported.